Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia throughout the day associated with a loose infusion set-to-luer connection that corrected after the tubing was secured, followed by hypoglycemia after a larger-than-dinner meal announcement and pausing of insulin delivery, which was managed with oral carbohydrates. Symptoms included feeling low during hypoglycemia with a lowest recorded glucose of 56 mg/dl for about one hour. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included user follow-up and troubleshooting education regarding infusion set connection integrity, meal announcements, and treatment of low glucose. Investigation of this case revealed an intermittent infusion set connection issue leading to underdelivery followed by user actions contributing to hypoglycemia, with no device alarms reported for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including an improper infusion set connection and an inaccurate meal announcement.